Manufacturer narrative:
(B)(4). Additional information e1: this report was received from a nurse via the patient support program ((B)(6)). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment rendered was not reported. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. At the time of this report, dianeal and extraneal were ongoing along with hemodialysis once per week. No additional information is available.